Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was working on his yard and decided to check his blood glucose and noticed the device had alarmed button error. Customer's blood glucose was 184 mg/dl. Customer stated he was taking a walk while it was raining and believes the device was exposed to the rain. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm or moisture damage on electronic assembly/motor noted during testing. The unit had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.